Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the increased gradient cannot be confirmed, however, it may be related to patient factors (cardiac remodeling). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(4), approximately 9 months post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra in a previously implanted surgical valve, increased gradient of 40mm hg was noted. The team is still deciding how to treat and action plan. At this stage, the two options are either surgery or to post dilate with a balloon.

Manufacturer narrative:
Correction to section h6. Additional information was received and on 27-apr-2022, a post dilation was successfully performed and the gradients dropped from 35mmhg to 14mmhg. The patient is doing very well post procedure.